Event description:
Patient reported receiving recurring e4 (occlusion) errors. Patient indicated that she felt nausea, fatigue, and her blood glucose was elevated. Patient indicated that she went to the hospital and was in mild dka (28.6 mmols). Patient indicated that she was put on an IV of saline and 6.7 mls of regular insulin. Patient indicated that the device was the cause for the elevated blood glucose.